Event description:
It was reported upon removal of this needle during a renal biopsy procedure, tearing of the pt's dura at the puncture site occurred. Following removal from the pt, a barb was noted on the outer cannula. Other needles were used following this needle which also resulted in tearing of the dura at the puncture site (please reference 6000037-2000-00021 and 6000037-2000-00022). A fourth device was used to successfully complete the procedure. The pt was hospitalized overnight for observation and has since been discharged. No further complications ensured.